Event description:
It was reported that the customer was admitted to hospital due to high bgs and treated with insulin drip. The nurse stated that the customer was having air bubbles problems. The customer did not have the reservoir nor the infusion set and would call back when customer feels better. A day later the customer called and was admitted in the emergency room before and doctor noticed air bubbles in the tubing. The customer was sent home the next day with bgs of 200 using the same site and reservoir. The customer changed out the set the next day and continued to have high bgs. The customer tried 20 units of infusion from 12am to 4am using the same infusion set and bgs increased. Customer then tried 5 units with the same reservoir with no difference. The customer thinks the issue may have been the insulin. Troubleshooting was performed. The programming and bolus history were correct and fixed prime test passed with insulin exiting.